Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a motor error. The customer's blood glucose level was not provided at the time of the incident. Customer stated that the insulin pump had no delivery alarm. The customer had several issues with the insulin pump, no delivery alarms, back light dim, lost sensor alerts, frequent battery changes, and corrupt data. The device will not be returned for analysis.